Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, brown particles material was found on the shell, missing shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken crease sharp and wear abrasion. Based on the device analysis the final assessment is a crease sharp edge broken in the side posterior assessed as fold flaw opening, and a missing shell assessed as inconclusive.

Event description:
Healthcare professional confirmed right side rupture.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported unknown side rupture and capsular contracture, baker grade IV. Device has been explanted.